Event description:
A surgeon reported a pt with an unexpected post-operative outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported that he believes the iol was not labeled properly. The surgeon also reported that the pt has a history of pars plana vitrectomy for retinal detachment. The surgeon indicated the event continues and plans to exchange the iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).